Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 complete address 1: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error (scope communication error code), and black water discharge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was likely due to water ingress into the scope (component failure due to stress of repeated use, external factors, or handling). The black water discharge (foreign material) could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.